Manufacturer narrative:
This product is not marketed in the us. (B)(4). Device evaluation: lens was returned dry, in a micro-centrifuge vial, clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4)

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -09.00/+2.5/95 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Significant reduction of irido-corneal angels and excessive vault was observed, the lens was removed and exchanged for a shorter lens on (B)(6) 2018 and the problem was resolved.